Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E3: occupation: md. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported the tr band spontaneously leaked air. There was no blood loss. The procedure performed prior to the use of the tr band was a radial catheter procedure. On 09apr2026 terumo medical received an FDA medwatch report # (B)(4). The event description states: "terumo tr bands spontaneously failed during use." The intended procedure was angiography - coronary.